Event description:
On (B)(6) 2013, the patient underwent treatment of a thoracic aortic aneurysm. It was reported that a visceral debranching from the superior mesenteric artery to the common carotid artery was performed, and three conformable gore tag thoracic endoprostheses were implanted to treat the aneurysm. There were reportedly no issues with the devices during the implant procedure. The patient tolerated the procedure. On (B)(6) 2013, the patient expired. It was reported the cause of death is not available.

Manufacturer narrative:
Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Conclusions: the exact cause of death could not be determined with the information provided. (B)(4).